Event description:
It was reported that the patient think that this implantable pacemaker was not functioning as expected. The device was set at 60 but heart rate was below 60. Boston scientific technical service (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.